Manufacturer narrative:
Date of event not provided by the complainants. Lot number not provided by the complainant; product expire date unknown; lot number not provided; product catalog number unknown; product unspecified. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the stratasis urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a stratasis urethral sling, on (B)(6) 2001 by dr (B)(6) and dr (B)(6), at (B)(6) medical center in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Update: the root cause of the patient's recurrent urinary incontinence, urinary tract infections, and vaginal bulge is inconclusive. It appears that the patient's mobility is limited by her other health issues which could contribute to urge incontinence. Recurrence of urinary incontinence is a known potential complication of the procedure.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2001, by (B)(6), at (B)(6) medical center. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the sling was placed on (B)(6) 2001 for repair of urinary incontinence. Additionally, during the surgery, the patient had a repair of a cystocele.